Manufacturer narrative:
Insulin pump received with missing retainer ring and reservoir tube lip o ring. Insulin pump received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, insulin pump passed sleep current measurement, active current measurement and self tests. All currents are within specified ranges. No unexpected replace battery now, or power loss alerts were noted during testing. No pump error was noted during testing, in the pump history file, in the long trace file, or in the power management graph. Insulin pump p-cap test reservoir does not lock in place properly.

Event description:
Information received by medtronic indicated that the customer had issue with battery compartment. Customer stated that insulin pump took 2- 4 batteries sometimes for the pump to boot up. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.